Event description:
It was reported that during a laparoscopic gastric bypass procedure, the physician was resecting part of the remnant stomach pouch when the stapler locked out and the staples did not form correctly. Another device was used to complete the resection. There was no reported consequence.